Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - not filling intra-aortic balloon (iab) and alarming. Findings/actions taken: biomed found helium loss alarms. The field service engineer found helium bar and pressure reading "0". When touching helium regulator, the helium tank pressure showed 400 psi. Replaced helium regulator assembly. Also replaced cracked caster.